Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished lot device number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the gastrectomy surgery after fired with 3 ecr60d, noted staples malformed with irregular shape (with straight leg). Changed to the new one to complete the surgery. There was no patient consequence reported. No additional information can be provided.